Event description:
It was reported that the real time measurements only updated once in 2 years. This issue was clinically resolved, user non-specific. The pt was lost to follow up.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.